Event description:
The facility reported failure code 810:11. Information was not provided regarding whether or not the failure code occurred during an infusion. Information was not provided regarding whether or not a patient incident report was filed. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.